Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug light (device #2). An additional emdr was submitted to represent the bard/davol perfix plug light (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix light plug (x2) on (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug light (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug light (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix light plug (x2) on (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of perfix light plugs (device #1, #2). Per operative notes, "on right groin, the defect was clearly direct in nature, two perfix light plugs (device #1, #2) was sutured." On (B)(6) 2018 - patient was diagnosed with right inguinodynia thereby underwent laparoscopic repair with the implant of mesh, removal of contracted meshes (device #1, #2) and neurolysis. Per operative notes, "the scar tissue was noted and removed. The meshes were eroding into the inguinal canal. Some mesh material was adherent to cooper's ligament. The meshes (device #1, #2) were completely removed. The nerve was divided and ligated."